Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that the caller was trying to connect to their implant and was getting communication in progress. Patient service specialist walked the caller through connecting to the implant. The caller was able to successfully connect to implant. Caller stated therapy was off. Caller turned therapy back on and stated stimulation was at 0.1. Caller stated they had been looking to connect to implant to decrease stimulation because it had been at 2 something before. Caller did not know why stimulation was at 0.1. Caller stated they had not changed programs recently. Agent reviewed that caller could adjust stimulation to a comfortable level. Caller again stated they did not know why stimulation was at 0.1. Agent reviewed caller could increase stimulation to comfortable level. Caller stated "thank you for all your help" and disconnected call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient: the device has been shut off for 2 weeks, the cause of the settings changing on their own was not determined; patient was constipated. The next step is the have an appt to see their doctor (B)(6) 2024. The issue was not yet resolved.